Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device wasn't returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. When otv-s190 and monitor are connected directly, the image appears, and otv-s190 confirms that the image does not appear when the image is passed through nds conductor. Therefore, it is likely that no image occurred due to nds conductor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Olympus technical assistance center (tac) instructed ryan to run the serial digital interface (sdi) cable from the otv-s190 directly to nds monitor, by-passing the nds conductor. The image presented. Tac informed ryan the issue was with the nds conductor, and the customer should either by-pass or replace it. The issue was resolved and the device is not being returned to olympus for evaluation. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.